Manufacturer narrative:
Based on the findings, service determined, that the proximate cause of the reported issue was, due to electrical failure of the keypad unresponsive key (won't turn on/ off). A review of the complaint history record was performed, for the sn#: (B)(6). Which did confirmed, similar complaints with the same or related failure mode for this customer. A review of the device history record showed, the device had a manufacture date of 03/11/2019. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record for sn#: (B)(6)was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue.

Event description:
The customer reported, the device won't turn on / off. No patient involvement.

Event description:
The customer reported, the device won't turn on/off. No patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed, for the sn#: (B)(6). Which did confirmed, similar complaints with the same or related failure mode for this customer. A review of the device history record showed, the device had a manufacture date of 03/11/2019. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record for sn#: (B)(6)was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the device won't turn on / off. No patient involvement.